Manufacturer narrative:
This event is considered as a possible infectious corneal ulcer. As there was no product returned or lot information provided, no detailed investigation can be performed. (B) (4).

Event description:
An eye care professional reported that a patient experienced a corneal ulcer, right eye, in (B) (6) 2009 which resolved with unspecified treatment. Lens wear resumed. Several requests have been made for additional information, however, no further details have been provided.